Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported the insulin pump alarmed during a rewind. Customer's blood glucose was unknown. The mother stated the customer had treated their blood glucose with a manual injection. It was also found the drive support cap was sticking out. The customer stated he did not press the drive support cap while being connected to the insulin pump. The customer was advised to replace his insulin pump. No additional information provided.